Event description:
It was reported that during preparation for an unspecified procedure, while the sterile package was being opened for the procedure, it split down the middle of the packaging contaminating the device. The device had no contact with the patient.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.